Event description:
(B)(4). This is about the time I believe the essure coil perforated my fallopian tube. I experienced a few hours of severe cramping. I later found out at the end of (B)(6) 2014 that I was pregnant.